Event description:
I was having trouble with dry eyes with contacts, so about 3 weeks before this happened, I purchased a bottle of renu with moistureloc, with the hope that it would help. It seemed to but then I started having trouble with my eyes stinging a lot so I would take them out and rinse two or three times before they would be comfortable. On sept. 23rd or so I woke up with my eyes burning, I took out my contacts and went to the doctor in pain. Before I knew it, I was in the hospital and it went downhill from there, lost my job, lost my sight in my left eye.